Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2025, a mitraclip procedure was performed to treat mixed mitral regurgitation (mr) with a grade of 4. A mitraclip xtw was inserted and deployed on the mitral valve, reducing mr to a grade of 2. On (B)(6) 2026, the patient returned with shortness of breath. An echocardiogram was performed and revealed that the mr had increased to a grade of 3-4. It was noted that the clip was stable and attached to both leaflets, with no abnormal movement or mobility. In the physician's opinion, the increase in mr was likely due to chordae damage near the first implanted clip.